Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a pre-gradient of 48 mmhg, fluoroscopy check was completed. The valve had been loaded once, and a misload was not reported. A pre-balloon aortic valvuloplasty (bav) was performed with a non-compliant, 22 millimeter (mm) non-medtronic true balloon, due to calcified left ventricular outflow tract (lvot) and non-coronary cusp (ncc) . The valve was inserted and deployed at 80% with a depth at 1mm on the ncc in the cusp overlap. It was noted in the lao projection that the valve moved up and was in the sinuses. The valve was recaptured and re-deployed in the cusp overlap. Immediately following recapture, at 80% deployment an infold was noted throughout the anterior portion of the valve. The infold was not evident prior to recapture. The valve was recaptured and removed. A new valve and delivery catheter system (dcs) was used and implanted successfully. According to the physician, the severe calcification contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-34, lot #: 0011437689, ubd: 04-oct-2024, UDI#: (B)(4). Image review: one image was provided for review. No images of the valve inspection were provided for review. According to the event description, no infold was noted during valve inspection, and one recapture was performed. Upon review of the image provided, an infold can be seen at 80%, which is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. Proper action was taken. Conclusion: the valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, the infold was detected after recapture and redeployment. Per the physician, severe calcification contributed to the infold. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, it was reported that the patient presented with a calcified left ventricular outflow tract (lvot) and non-coronary cusp (ncc). This indicates that the probable cause of the dislodgement was patient anatomy. The provided image could not confirm a root cause for the dislodged valve. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.